Manufacturer narrative:
The investigation for the reported delivery and removal issues has been completed. No product was returned for evaluation. Clinical details noted that pump was unable to pass through a constriction in the femoral artery due to calcification. The root cause of the delivery issues was due to patient's calcified arteries.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported impella cp insertion was aborted due to the patient's anatomy. The device was unable to be advanced through the calcified vasculature. The resistance was felt trying to access the femoral artery. There was no reported patient harm.